Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the colono videoscope had a foreign metal object found in the scope. There were no reports of patient involvement as this was found during reprocessing.

Manufacturer narrative:
The device was returned to olympus for inspection. The customer complaint was not confirmed as no foreign objects were found. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.